Event description:
Initial left total knee arthroplasty approximately 4 years ago, mua on one month later due to stiffness, 1st revision approximately 3 years later due to instability and subsequently 2nd revision last month due to pain and swelling after a fall. The patient fell due to unknown reasons. The tibia and femur components were exchanged without complications, patella remained intact.

Manufacturer narrative:
(B)(4). Associated products : item#: 42500006001; femur cemented (ps) narrow left size 6; lot#: 63690665. Item#: 42532006701; tibia cemented 5 degree stemmed left size d; lot#: 63727290. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00289, 3007963827-2021-00288.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible periprosthetic lucency surrounding the femoral component; also possible periprosthetic lucency surrounding the anterior of the tibial component; image 1 demonstrates soft tissue swelling; otherwise unremarkable appearance; overall fit and alignment appears normal; no wear or contributing factors; no causes for pain are identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.